Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they found the tubing to be leaking from the filter. Mmdg did follow up with the initial reporter, but no other information was provided. They stated that there was no harm to the patient. (B)(4).

Event description:
The initial reporter stated that they found the tubing to be leaking from the filter. Mmdg did follow up with the initial reporter, but no other information was provided. They stated that there was no harm to the patient. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. When the device was returned to mmdg for investigation, the set was observed leaking from the filter. The most likely cause of the leak appears to be faulty welding at the filter seams.